Event description:
On (B)(6) 2013, the pt underwent a procedure using a gore excluder aaa endoprosthesis to treat an abdominal aortic aneurysm. The pt tolerated the procedure. On (B)(6) 2013, a follow-up computed tomography (CT) revealed that the pt developed a retrograde dissection from the proximal end of the device to the aortic arch. However, the false cavity was already embolized. The clinical specialist (cs) reported blood is flowing into the main branch vessels from the true lumen. The physician decided to take a wait-and-watch approach. The pt's condition is stable.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. The gore excluder aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to vascular trauma.